Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a hemodialysis (hd) patient with a central venous catheter (cvc) had started hd treatment and blood had not yet gotten to the dialyzer when the nurse noticed that there was fluid leaking from the top arterial end of the dialyzer. The hd treatment was stopped and the patient¿s blood was not rinsed back, leading to blood loss of an unknown volume. No further information has been made available at this time.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A review of the DHR did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.